Event description:
It was reported that the balloon had burst. An fg emerge mr, ous 3.00mm x 8mm was being used during a procedure. While the balloon was being used, it was noted that the balloon had burst. The device was removed from the patient and the procedure was completed using a different device. No patient complications occurred due to this event. It was further reported the target lesion was severely calcified, mildly tortuous and 70% stenosed, located in the left coronary artery (lca). The balloon was inflated to 20 atm for 10 seconds. During this time, the balloon had ruptured. The device was successfully and completely removed.

Manufacturer narrative:
Device analysis by MFR: returned product consisted of the emerge mr balloon catheter. Product analysis confirmed the reported event, as the balloon had a longitudinal and full circumferential tear. There were also stretched guidewire lumen (shaft) segments and a buckled and prolapsed distal portion of the balloon. The damage is consistent with damage that can happen inside the patient due to procedural factors, interactions with the patients anatomy, or an interaction with another device. Despite the reported patient characteristics, the device was used against the IFU. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint and confirmed damage was considered failure to follow instructions. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the balloon had burst. An fg emerge mr, ous 3.00mm x 8mm was being used during a procedure to treat a severely calcified, mildly tortuous and 70% stenosed lesion in the left coronary artery (lca). The balloon was inflated to 20 atm for 10 seconds. During this time, the balloon had ruptured. The device was successfully and completely removed from the patient, and the procedure was completed using a different device. No patient complications occurred due to this event.